Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - patient involved was a canine. Race - patient involved was a canine. Date of event: requested, not provided. Expiration date - UDI - requested, no UDI available. UDI - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - requested, not provided. The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon the user facility information and the evaluation of five retention samples from the reported lot. The retention samples were evaluated by microscopic investigation, and no defective properties were found. All samples were compliant per iso 10993. The user facility reported similar events from the same product code/lot number combination. See mdrs 9681835-2018-00005, 9681835-2018-00007, and 9681835-2018-00008. A review of the manufacturer inspection record for the reported lot was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that a customer contacted distributer to report that they "have been experiencing vein blow which then is causing infections with swelling and fever with the 22x1 surflash catheter". The patient involved is a dog. The procedure outcome was cleared and the patient did recovered. It was reported that the estimated blood loss was <250cc.